Event description:
On 10/20/98 pt arrived ambulatory reports changing dressing at home and line was leaking and broke. Right arm sutures intact and 2 at wing tips holding distal end intact. Suture x 1 intact at insertion site. Line not connected to internal piece and internal piece not visible.